Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
(B)(4) - "during deployment of the bag, the ring is bent and the bag could not be open in a normal manner. When closing it to remove the bag, the armature got broken. The sales rep confirmed over the phone that by "ring" he refers to the metal prong that surround the bag. As soon as the user was unable to open the bag, he closed it and removed it from the abdomen. No specimen was inside the bag. During closure the prong broke." Type of intervention: "another device was used." Patient status: "ok." Additional information received 11 july 2016: the surgeon deployed the bag by pushing the actuator/plunger. The incident happened during the opening of the bag, when the surgeon pushed the actuator/plunger. As it was explained to me, he pushed it at its endpoint. During the deployment of the bag there was no contact with any tissue. Additional information received on july 12, 2016: the armature is referring to the prongs. No, the account has been using for the inzii retrieval system for several years. No techniques were used to unroll the bag. It is unknown how the armature was broken. The customer did not retract the actuator/plunger prior to full deployment. No information if the bag was slipping off the prongs. No information for the lot number of the second cd001 device used in the procedure.

Manufacturer narrative:
Additional information requested and received. Investigation summary: the event unit was returned for evaluation. During inspection, the unit was disassembled and engineering noted that all components were found to be within specification with the exception of a component in the deployment mechanism that had been overridden by the customer. Due to the returned unit meeting specification, the root cause is unknown. It is possible that the root cause of the event may be related to the bag remaining in a rolled state upon deployment due to the bag and the supports being rolled in the device for a prolonged period of time. The instructions for use (IFU) states, "the bag may be unrolled further by using the tip of a blunt laparoscopic instrument." Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.